Event description:
The customer reported to olympus, the video system center had no image on the display while connecting the 150 and 180 model scopes. The issue was found during preparation for use and the diagnostic endoscopy procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation determined the cause was due to faulty patient board. In addition, other issues found include dust inside the unit need to be cleaned, wire found corroded, thread of the low voltage switching device cover was found deformed, a crack on the front panel, a receptacle found loose and the net spacer was deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the failure of the patient board caused the absence of an image. Olympus will continue to monitor field performance for this device.